Manufacturer narrative:
H11: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing where the device was connected to a respective component and no leak was noted. Then an underwater leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of stopcocks leaked. The events occurred during unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.